Manufacturer narrative:
Claim # (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Intraoperatively the lens was removed and replaced with a shorter length lens. Problem resolved. Cause of the event was reported as unknown.